Event description:
Caller reported that pump unexpectedly displayed reset screen, but did not require plugging into a power source to turn back on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was informed this reset was a built-in safety feature related to pump system check, resulting in insulin board reset and needing cgm sessions to be manually restarted along with cartridge reloading. Caller understood, acknowledged, and successfully resumed insulin usage.